Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned for patient death. As received only the connector portion of the lead was returned in one piece. Electrical testing was normal. Visual analysis did not find any anomalies with the exception of procedural damage.